Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe powered off during the case. The erbe also had issues with monopolar energy. Site power cycled the unit, and the issue resolved but came back. Tse reviewed the logs and confirmed the issue. Tse verified the erbe was plugged into a dedicated outlet. Tse explained two of the issues on the erbe were user related and explained some best practices to help reduce the chance of this repeating in the future. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did power on without errors. The procedure was completed robotically. There was no patient injury. The generator was changed out to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed. The unit energized and cauterized and all ports recognized instruments on surgeon side console. The unit has no significant scratches or dents. The front bezel is in decent condition.